Event description:
It was reported that an ilet pump was found with a cracked, nonfunctional screen after an apparent drop, rendering the device inoperable and unsynced, and the user later required assistance to set up a replacement device. Customer care provided support that included technical guidance on shutdown, data sync to the mobile app, and re-start procedures for the replacement device. Investigation of this case revealed physical damage to the display component consistent with impact, with normal function restored after device replacement setup. No injury or clinical symptoms as a result of the event. Outcomes included delay in therapy and the need for backup therapy until receipt of the replacement device. It was concluded that the device experienced damage to the screen/display that impaired operation, with no patient injury and resolution achieved through replacement and user education.